Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Event date was estimated, since no date was yet provided. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that it was difficult to cross the septum using nrg needle. Thus, the cable was first replaced and another attempt was made to still not able to cross. Due to difficult anatomy, it was difficult to get good tenting spot. The physician did not want to replaced the needle, so as per the physician request, the nurse scrape off the insulation at the proximal end of the needle, connected cautery to it and was able to cross. The procedure was completed successfully with the same needle. No patient complications was reported. The needle is not expected to be return as disposed.